Manufacturer narrative:
(B)(4). The device serviced on-site by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a broken alternate current cord. To correct the condition, the alternate current cord was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During service by baxter personnel, a flogard infusion pump was found with a broken alternate current cord; this condition had the potential to interrupt delivery. There was no known patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.